Event description:
Revision surgery required. The patient who had his primary surgery 3 years ago complained of discomfort, but no pain in his hip when he rose from a sitting position. He underwent x-ray and CT on (B) (6) 2006, then it was found that the lining was fractured.

Manufacturer narrative:
As part of a quality system improvement plan stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008, were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption # (B) (4). There are 2 events associated with this event type (post operative adverse result and product code meh).